Event description:
It was reported that during testing conducted at the user facility the led of the device was identified as missing. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the black covering on the receiver was missing was not confirmed. During the visual inspection the black cover was not broken off; therefore, this report was filed in error.

Event description:
It was reported that during testing conducted at the user facility the led of the device was identified as missing. No adverse consequences or procedural delays were reported with this event.